Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after several clips fired on the cystic duct, some clips fell off. Others looked partially closed. Even when device was fired on the artery, the clips did not have complete closure. Surgeon had to use multiple extra clips to complete case. Case completed with same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.